Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the cutting failure of the probe occurred and the probe did not actuate during cataract/vitrectomy combination surgery. The surgery was completed after replacing the probe with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The probe was returned and visually inspected; no obvious defects or anomalies were observed. A calibrated constellation console representing the current software version was used to test the sample. When connected to the console the radio frequency identification (rfid) tags illuminated green, verifying proper light-emitting diode (led) recognition from both rfid connectors on the console. 20000 cuts per minute cut rate was correctly displayed from the console monitor when connected. Probe cutter actuation functionality was confirmed by performing one cut rate on momentary vitrectomy mode on the console. The root cause of the customer's complaint could not be established; the returned probe functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.